Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as hand hygiene was not maintained. The peritonitis was manifested by abdominal pain. It was reported the patient was not hospitalized for the event. The same day as the peritonitis diagnosis, the patient was treated with meropenem injection (1g, once daily, intraperitoneal, discontinued) and vancomycin injection (1g, every 96 hours, intraperitoneal, discontinued). Three days after event onset, the patient was treated with amikacin injection (125mg, once daily, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient recovered from peritonitis. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.